Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the low blood glucose and insulin pump was damaged. The customer¿s blood glucose was 54 mg/dl. The customer stated that there was crack near battery cap that affected ability to screw in battery cap. There were scratch on the screen which somewhat affecting visibility. The customer declined the low blood glucose troubleshooting. The insulin pump will not be returned for analysis.